Manufacturer narrative:
The investigation findings coding has been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a total protein value of 4.6 g/l. The patient's doctor complained because the value was considered implausible. The sample was repeated on a second c 503 analyzer, resulting in a value of approximately 71.3 g/l, which was within the expected patient value range.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The customer noted they received 6 abnormal probe aspiration errors on the day of the event. The investigation is ongoing.

Manufacturer narrative:
The mixer, sample probe, and reagent probes were replaced. Hardware checks were performed and recovered within specifications. The investigation determined the issue is consistent with insufficient pre-analytic sample handling and additional potential hardware impacts. Medwatch fields d1, d2, d4, g1, and g4 have been updated.